Event description:
It was reported that the patient had heard the pump beep for over a week's time and felt as though the pump was not working. Upon interrogation, a motor stall had occurred on (B)(6) 2013 and the error of stop pump period may exceed tub set had occurred on (B)(6) 2013. The patient noted an increase in their pain and had not been exposed to electromagnetic interference. It was later reported that the pump had stalled for one month and did not recover as a result of the end of battery life. The pump was replaced and there was no injury to the patient. This device system delivered morphine.

Manufacturer narrative:
Product ID 8709, lot # l74355, implanted: (B)(6) 2000, product type catheter. (B)(4).